Event description:
Customer called to report high bgs (up to 427 mg/dl) due to cannula not inserting. No further info is available.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.